Event description:
Caller states that the patient tested 8.0 inr twice on the coaguchek test system and 1.7 inr on comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, strip lot 466a, exp 06/30/2008, cat/3116247.

Manufacturer narrative:
Suspect device is coaguchek test strip lot.